Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the rear housing of the pump was cracked. Review of the device data log noted no anomalies. Functional tests included use testing. A cassette was attached to the pump and it ran with no issues; the alarm was unable to be duplicated. As a preventative measure, the pump's upstream occlusion sensor was re-calibrated. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited alarms. It was not specified whether or not this occurred during infusion or whether it interrupted therapy. No adverse patient effects were reported.